Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the use of a perforator (ID 261221) in a patient undergoing right decompressive cranietomy for ischemic stroke with mesenteric hemorrhagic complications. When performing the bone flap, the tip of the perforator remained in the patient, while the hudson end remained connected to the motor. The motor failed to disengage and tore the dura mater. The event led to more than 30 minutes surgical delay due to difficulties managing the bleeding. Treatment for the dural tear; application of surgicel with manual pressure for 15 minutes directly on the cortex. The procedure was completed with a replacement product available. Consequences: dura mater wound, cerebral contusion and hemorrhage. Longer surgery time. Could not be evaluated given patient's general condition. Functional prognosis compromised by the pathology treated. Patient has complete left hemiplegia 14 days after surgery. Users were not aware of the disengagement test prior to use. Drill used with the perforator: electric stryker. The angle of approach was perpendicular as specified in the instructions for use. A 90 degrees perpendicular approach angle was maintained during drilling.

Manufacturer narrative:
The perforator was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis - visual inspection with unaided eye: the unit was moderately soiled and disassembled. There was also the presence of a "proud" weld on the sleeve. Functional tests could not be attempted as the unit was received disassembled. Complaint could not be verified. The functional tests could not be completed as the unit arrived disassembled. The presence of proud weld could be the cause of the disassembly. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. A medical assessment was requested to our medical safety team, the following was concluded: the reported "nick break" from the customer could indicated that the angle of the perforator likely shifted from the ideal 90-degree alignment during the perforation process. When not kept perfectly perpendicular to the skull it can result in: uneven distribution of forces: if the angle shifts, the cutting edges of the perforator engage unevenly with the bone, creating asymmetric stress on the bit. This can result in a fracture or nick along the shaft or cutting edges. Binding or jamming: misalignment increases the risk of the perforator binding within the bone, which causes sudder resistance that bind or jam or seize within the bone. If the drill motor continues rotating despite this resistance, the perforator may shear or snap, especially along areas where it is thinnest of has stress points (like the neck or flutes). Torque overload on the hudson end: a shift in angle can also lead to mechanical strain at the hudson end where the perforator attaches to the drill motor. If the perforator binds, the motor may apply excess torque at the hudson interface, potentially leading to a nick break or fracture neat that connection point. In addition to these potential issues, other contributing factors could include excessive force, poor stabilization of the drill, or wear in the drill system. Maintaining a steady 90-degree angle throughout the trepanation process is critical to prevent these complications. It is important to follow the testing procedure indicated in the IFU before each perforation. The customer stated that "users were not aware of the disengagement test prior to use. The teams were made aware of the usefulness of this test." This testing ensures that the perforator is functioning properly and will engage. The perforator was observed by the evaluator to have a proud weld that could contribute to the disassembly that occurred. Disassembly of perforators typically occurs due to the perforator becoming lodged in the skull, resulting in more-than-usual force applied to remove the device.

Event description:
N/a.

Manufacturer narrative:
Additional information received: the patient is still hospitalized in our intensive care unit and still presents with left hemiplegia which has not progressed.

Event description:
N/a.